Manufacturer narrative:
Internal complaint reference (B)(4). The reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no issue was observed. Complaint of stuck reverse (left) pedal was confirmed. Footswitch failed functional testing using a known good control unit and mdu. The actuator for the reverse pedal is stuck from corrosion buildup and sticks when depressed. The complaint was confirmed and the root cause was determined to be a corroded reverse pedal actuator. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, during shoulder rotator cuff arthroscopy, the forward button of the footswitch, ep-1, pedal style got stuck, so the shaver was always on. Procedure was resumed, after a non-significant delay (less or equal to 30min), with a back-up device. Patient was not harmed as consequence of this problem.